Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service check and preventive maintenance. The cse reset the dilution well positions and ran a water test. The cse performed precision testing on quality control samples and on the patient samples, which were acceptable. The cause of the discordant, falsely elevated igf-bp3 results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated insulin-like growth factor binding protein 3 (igf-bp3) results were obtained on two patient samples on an immulite 2000 instrument. The discordant results were reported to the physician(s). Sample ID (B)(6) was repeated twice and sample ID (B)(6) was repeated once on the same instrument, all resulting lower than the initial results. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated igf-bp3 results.